Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported clinic visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the clinic with hyperglycemia. The patient's blood glucose levels reached 402 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include a big headache, tiredness and not feeling good. The patient was treated with a pod change, assisted by the healthcare professional. The patient was discharged the same day. The pod was removed at the clinic.